Event description:
The clinic reported that: "this was a pt who was receiving continous replacement therapy at the bedside. The dialysate scale was set at "o", the replacement fluid was set at 1500 cc/hour, but the fluid shown to be in the drain bag was a negative number. The gambro rep was called and they checked the unit, and recorded the history and alarms for his cqi dept. Although the pt coded several times during the afternoon and ultimately died, this incident is not thought to be related to pt's death or the codes".